Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Additional: h2, h6. Correction: b4, g4, g7, h10. Event summary: it was reported that the devices were implanted on (B)(6) 2019 and the patient was revised on (B)(6) 2019 because 2 screws seemed to have pulled through the plate. Patient under chemo and patient anatomy could be contributing condition. Delay of 60 minutes occurred during revision surgery. Review of received data: no further due diligence is required as all required information was already requested but not received. An x-ray picture is available and was reviewed by a radiologist: single ap film of the left femur demonstrates open growth plates. There is a lateral side plate and screw fixation device with the two proximal screws which appear to have pulled through the plate. There is a gap in between the plate and the proximal and distal femur. Proximal femoral osteotomy with early bone growth. Hardware seen within the mid left femoral diaphysis incompletely evaluated. Linear lucency involving the proximal to mid femoral diaphysis could relate to prior surgery or fracture. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: all involved devices are intended for treatment. The product combination was approved by zimmer biomet. Conclusion summary: it was reported that the devices were implanted on (B)(6) 2019 and the patient was revised on (B)(6) 2019 because 2 screws seemed to have pulled through the plate. Patient under chemo. The received x-ray showed lateral side plate and screw fixation of the left femur with two proximal screws which appear to have pulled through the plate. Additional gap in between the plate and the proximal and mid femoral diaphysis suggesting loosening. Based on the x-ray the reported event can be confirmed. Patient is status post proximal femoral diaphysis osteotomy with early bone growth. Linear lucency along the proximal to mid femoral diaphysis suggest prior surgery or fracture. No product was returned; therefore, visual and dimensional evaluation could not be performed. Further, the lot and entire item number are also not available, the DHR check could not be performed. Based on the x-rays 2 screws seemed to have pulled through the plate. The screws were not received for investigation and their lot numbers is also unknown, therefore any possible nonconformance of the items cannot be investigated. Further, the implanted plate is completely unknown and also not received for investigation. Therefore, any functionality of the counterparts cannot be evaluated. In conclusion, due to significant lack of information a detailed investigation could not be performed and any contributing factors or root causes could not be identified. Nevertheless based on the given information there is no indication of a nonconformance or complaint out of box (coob). The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
No change to previously reported event.

Manufacturer narrative:
X-ray was received and will be reviewed as part of ongoing investigation. The manufacturer did not receive other source documents for review. The manufacturer did not receive yet the device, however it is indicated by complainant that it will be returned for investigation. As no lot number was provided, the device history records could not be reviewed. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on the left side and underwent revision surgery due to migration.